Event description:
It was reported that the ventilator generated an alarm indicating low o2 concentration. There was no patient harm reported. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The investigation is based on the received information and device logs. It was reported that the ventilator generated low o2 alarm. A pre-use check test was performed by (B)(6) on 21/12/2022 and passed successfully. No parts were replaced. The received device logs revealed high o2 concentration and low o2 concentration alarms at 12/12/2022. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. A successful pre-use check was performed one day prior date of the event. The root cause of the reported alarms has not been determined.